Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (defective response button) was confirmed. Upon investigation the response button required more pressure than normal to activate. The cause of the failure is the rear response button switch wa s defective. The root cause for the defective response button switch was not able to be identified. No adverse event resulted from the defective response button.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons failed.